Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement triggered falsely. (B)(4).

Event description:
It was reported that during a routine device check, interrogation indicated the device had triggered elective replacement indicator (eri). It was determined that the device experienced dual chamber measurement lock-up. The device mode and settings were manually reverted back to the original settings and the device remains in use. No patient complications have been reported as a result of this event.